Event description:
It was reported that the patients right knee was revised due to pain. Nothing was noted intraoperatively by the surgeon. The surgeon did not allow the sales rep to see the explanted device. No further information will be made available to the sales rep from the hospital.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 5x9 cr insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Product not returned to manufacturer .